Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3 and a myxomatous mitral valve. The clip was inserted, but after the second attempt at grasping, a floating structure was detected from the posterior leaflet. The physician suspected that the posterior leaflet might have been damage. However, the physician decided to proceed with grasping and deployment of the clip. After deployment, the clip was stable and mr reduced to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue damage was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.